Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was communicated properly with minilink transmitter sensor and glucose sensor simulator. No unexpected lost sensor alarm noted. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.(B)(4).

Event description:
The customer reported via phone call that they had lost sensor alerts and battery out limit alarms. The customer stated they were unable to clear the alarms. Customer reported the buttons on the insulin pump were not responsive after a battery change. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.